Event description:
The graft leaked approx. 250cc of blood through its walls. After closing and reopening the clamp, the graft became blood-tight and was left in. The pt's condition is fine. Note: although the amount of blood lost through the graft is within the products labeled specifications, the MFR has implemented a voluntary recall of this batch based upon a reassessment of the porosity data for this batch.